Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications.

Event description:
In 2004, the patient was treated for a left common iliac artery (cia) aneurysm with a gore excluder aaa endoprosthesis. Post-operatively, she experienced paresthesia in the left foot. No blood flow was detected, so she was taken in for another procedure that same day. There was an intimal dissection of the left cia, so a femoral-femoral bypass was performed using a gore-tex vascular graft. In 2008, the patient underwent open surgery. The abdominal aorta was dissected and aneurysmal. The right cia was becoming aneurysmal, and the left cia aneurysm had a type I endoleak. Flow was also decreased through the previous bypass, so both gore devices were explanted, and a bifurcated surgical graft was placed as a bypass from the abdominal aorta to the right external iliac and left superficial femoral arteries. The patient left the operating room in stable condition.